Manufacturer narrative:
Concomitant medical products: d334drg, ICD, implanted (B)(6) 2012.

Event description:
It was reported that the electrogram showed evidence of intermittent atrial undersensing with the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.